Manufacturer narrative:
The device is not under a draeger service contract - the hospital uses a third-party organization for the provision of maintenance and repairs. Draeger requested further information from the user facility - it was responded that an overaged internal battery has caused the reboots and it was confirmed that the internal battery was used for a significantly longer period than the recommended exchange interval. As per report, the device is back in use after an exchange of the internal battery. The device was manufactured in april 2012. Draeger reconstructs the course of event as follows: the savina is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. The device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. In particular, the device software switches off the mains supply for 500ms to measure the trends for voltage and current in battery operation. With an outdated or depleted battery the voltage drop may that significant within this short period that running sw processes become interrupted. This will then trigger a reboot of the entire device to set all sw processes back to a controlled state. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. If the condition that triggered the reboot is rather related to the hardware, it is likely that the error condition cannot be removed by rebooting. This was obviously the case during this particular event - the users reported continuous rebooting and, the most likely explanation is that the battery voltage was that low that the start procedure of the power supply unit could not be completed and the reboots remained thus unsuccessful. Preventive maintenance and appropriate measures are in place (i.e. Described in the instrcutions for use) - draeger recommends regular battery checks and an exchange interval of two years at average use condition. The battery serves as an important feature to compensate mains power losses and thus, the user is advised to check battery availability during each instance of the pre-use test - the power plug shall be removed and, the user has to check if the device continues operation on battery. This test is able to identify an outdated or depleted battery. Device not available for investigation, 3rd party service.

Event description:
It was reported that the device suddenly shut down during use on a patient. The patient was connected to another ventilation device - no injury or serious deterioration of patient´s state of health have been reported. On request the hospital technician stated that the device alarmed during the reported event and displayed "internal battery failure."